Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 3 fr per-q-cath was returned for evaluation. An initial visual observation showed a small amount of evidence of use on the returned catheter. A large diagonal split was observed in the catheter between the 20 cm and 21 cm depth markers. A microscopic observation revealed several splits in the catheter between the 20 cm and 21 cm depth markers. The splits were observed to be clustered near each other and all of the splits were found to be diagonal. The edges of the larger splits could be seen to be mostly straight but rough. The catheter was dissected in order to inspect its inner walls, and additional damage was observed on the inner wall of the catheter at the location of many of the splits. The characteristics and location of the damage observed on and within the returned catheter indicate the damage was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebz1200 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was tested and apparently sound preparation. It was stated after the second attempt to progress the catheter in the vessel, there was a crack in the distal part, inhibiting use.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebz1200 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was tested and apparently sound preparation. It was stated after the second attempt to progress the catheter in the vessel, there was a crack in the distal part, inhibiting use.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter was tested and apparently sound preparation. It was stated after the second attempt to progress the catheter in the vessel, there was a crack in the distal part, inhibiting use.